Event description:
Device was returned for disposal only. No patient adverse events reported. No allegation pertaining to device issue/malfunction when in use.

Manufacturer narrative:
(B)(4). Analysis of the returned pump concluded low battery reset-undetermined cause. Reset occurred ¿ low battery messages were noted on (B)(6) 2014. The drug infused via the device was baclofen.